Manufacturer narrative:
(B)(4). The customer reported the unit failed to turn on. There was no report of pt involvement. The reported problem was duplicated by a philips rep. Reloading the software resolved the reported issue. We will consider this a software malfunction. There have been no further calls regarding this issue.

Event description:
The customer reported the unit failed to turn on.